Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d9, g3, g6, h1, h2, h3, h6, h11 the following sections were corrected: d4 (UDI number), h4 mechanical (g04) - drill complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the end of the cutting feature is cracked. Material hardness is conforming to print specification. Wear & tear is seen that indicates repeated use. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat: sbgl3007 lot: 66074738 modular center post reamer. Cat: sbgl3007 lot: unknown modular center post reamer. G2: foreign- canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the reamer was cracked during the case. No adverse event has been reported as a result of the malfunction.